Event description:
The patient stated her infusion device gave an alarm that she could not remember but thought was a (07) system alarm. She removed the batteries. She was advised to reinsert the batteries which resolved the (07) alarm. The patient then tried to prime the infusion device and received a (04) occlusion alarm. The patient stated the expiration date on her battery was 07/2004, her piston rod is over 6 months old, and the o ring is "really worn out." Patient stated she had no replacements. She was advised to change everything when she receives the replacements being sent. The patient stated she has insulin injections she can use until she receives the replacements. She was advised to call back if there were further problems. The patient called back and stated the infusion device was still showing a (04) occlusion error. Patient was advised to remove everything from the infusion device but the batteries. She ran a prime with no problems. She was then instructed to run a prime with the adapter, piston rod and cartridge attached. There was no occlusion. She was instructed to attach the infusion tubing and try a prime. The infusion device showed an (04) occlusion error. The patient stated the infusion tubing was one she had "sitting around for a few days." Once the patient attached new tubing, the infusion device primed and bolused with no problems. The patient reported that since she had been off the infusion device while waiting for the replacements, her blood glucose levels were high. She had a blood glucose reading of 429 mg/dl that morning. She felt thirsty and urinated frequently. Her reading was reduced to 220 mg/dl when she gave herself an insulin injection. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned.

Manufacturer narrative:
No product will be returned for eval.